Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one medical record was provided for review. The investigation is inconclusive for the reported difficult to flush and fluid leak issue. According to the medical record, approximately one month later, the patient scheduled for the malfunctioning port removal, the patient with intestinal failure. Subsequently new 6.6-french single-lumen broviac catheter was implanted to the patient body. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 10/2019). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that post port device implant, the device allegedly had difficulty in flushing and leaked. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2019).

Event description:
It was reported that post port device implant procedure, the device allegedly failed to infuse and had a leak. The device was removed and replaced. There was no reported patient injury.